Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported issue was confirmed. Additionally, an error 315 was observed. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage from the channel and a large amount of water inside the scope have been confirmed, so it is possible that electronic components such as the connector board and image sensor unit were damaged, affecting the output of the scope. A root cause could not be determined. The event is detectable and preventable by following the instructions for use which state: instructions evis lucera elite bronchovideoscope olympus bf-q290 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the elite bronchovideoscope exhibited an unable to recognize the endoscope error. The issue occurred prior to procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: complete hospital name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.